Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, while inserting the nut, just past the wing of the verse screw, the nut began to fillet. Another nut was tried without success. This happened on three (3) screws, which had to be replaced. One of the screws was inserted with a larger diameter. The procedure was successfully completed with a 120 minute delay. This report is for one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.0 x 50mm. This is report 2 of 3 for (B)(4).